Manufacturer narrative:
The ups was returned to the manufacturer for analysis. Analysis found thatwhen connected to a known good battery, the ups was able to power up without issue. No fault was found. A medtronic representative went to the site to test the equipment. Testing revealed that system performed as intended.. The system passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9733625, serial/lot #: (B)(4), ubd:unknown , UDI#:unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system's ups battery was not lasting as long as it should. There was no patient present.